Event description:
Sakura finetek USA was informed on december 18th, 2017, from the doctor at user facility that some specimens processed on (B)(6) 2017, were not processed correctly and not readable. The nuclei was poorly defined with hazy or mushy areas with no staining. One skin section had areas where tissue was out of plane of focus; section was not lying flat on the slide. Thirty three (33) of 124 blocks, all from santa monica outreach, were not diagnosable. Some slides were read by some pathologists based on the previous biopsies or diagnosis. The pathologist described that it looked like what happens when water gets into the process. The sakura service technician was on site the same day, saw the error code 1284 (low reagent) was registered for retort #2 on (B)(6). She also observed that the reagent level was low for retort 1 and 2. No device issue was identified. On (B)(6), 82 blocks were processed on the subject device, after changing the processing kit in the morning. Pathologists confirmed that the processing was good on all specimens. A validation run (1 block) was run on (B)(6), approved by the manager.